Event description:
An ophthalmic surgeon reported that infusion pressure was not properly displayed during a vitreoretinal procedure. The issue was resolved by replacing the product. There was no report of patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device record history indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. No system message code was generated during testing. The sample passed remaining functional and performance tests. The root cause of the customer's complaint is not known; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).